Event description:
During a laparoscopic appendectomy and the 45mm endo gia stapler with lot# k4d28w used did not fire and cartridge popped out, causing a tear to the cecum. A new stapler unit used to finish the case. Pressure applied to denuded area from stapler misfire. Patient discharged 1 day after surgery without incident. Cartridge was not saved.